Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2025, the patient was working outside with a tractor when she cgm was reading an unspecified low value. No bg meter reading was taken. The patient was also wearing an omnipod insulin pump. The patient self-treated with skittles. At an unspecified time later, the patient¿s cgm displayed an unspecified error. During this time, the patient lost consciousness and was found by his wife. Ems was called and once they arrived a bg meter reading was taken but the value could not be recalled. It was also reported that the patient was given unspecified medications, including a nasal spray, on the way to the ER but the specifics could not be recalled. The patient regained consciousness in the ambulance. The patient was discharged from the ER later the same day. After getting back home, the patient reported his cgm went ¿back to normal¿ but does not recall any specific readings. The patient was ¿fine¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.